Event description:
A caller reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported device detached prematurely. Due to delivery delay, caller reported the customer had no device to monitor glucose with and lost consciousness and fell. However, it was reported that customer was able to self-treat with metformin. The customer later had contact with healthcare provider to check for concussion and adjust diabetes-management medication; no treatment was reported to be provided by the healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.